Event description:
It was reported by the customer's mother that the customer was receiving no delivery alarms. Customer was unable to troubleshoot because he was at work. Customer's mother stated that she will have the customer call back. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.